Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit was programmed and monitored for 2 days with no alarms noted during testing. Unit passed self-test. However, it was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion and excessive no delivery test due to prime/fill anomaly. Unit had minor scratched display window, reservoir tube window and cracked reservoir tube lip.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.